Manufacturer narrative:
A ge svc rep performed an onsite investigation. The remote touch was not able to be repaired. No conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.

Event description:
The customer reported that the sys consistently displayed an 01309 error message, would not display an image, and needed to be rebooted to clear the problem. No pt injury was reported.